Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device was implanted with no issues and the patient was discharged from the hospital. Two days post procedure, the patient passed away at home from sudden cardiac arrest. It was noted the patient had acute neck discomfort prior to the death.